Event description:
On (B)(6) 2025 the user was hospitalized for hyperglycemia with a bg exceeding 800 mg/dl after multiple occlusion alerts went unresolved, resulting in prolonged interruption of insulin delivery. The user later manually dosed 15 units of insulin using the fill-tubing step, which caused an additional low bg episode. The user experienced vomiting and other symptoms consistent with diabetic ketoacidosis and was treated with exogenous insulin at the hospital before discharge on (B)(6) 2025. The user has since discontinued ilet use.